Manufacturer narrative:
The insulin pump was received with a blank constant flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to verify missing segment, partial display and perform the displacement test and self test due to a constant blank flashing white light on the display and constantly beeping. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that the insulin pump had a blank display. Customer's blood glucose value was 197mg/dl. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.